Manufacturer narrative:
(B)(4) = dehiscence method (B)(4) other = device discarded and will not be returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Upon follow-up, the healthcare provider indicated that the explanted ring was discarded, and will not be returned for evaluation and analysis. The surgeon indicated that the reason for explant is procedure related and not due to a device malfunction. The investigation reveals nothing to indicate a device quality deficiency contributing to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted after an implant duration of approximately 33 months, due to severe mitral insufficiency. The operative report indicates, " upon obtaining a visualization of the valve, we saw that the ring had completely dehisced from a2 to a3 and p3 to p2. The ring itself, however, was still fixed at p1 and a1 and because of this, I think his mitral leaflet had suffered some retraction and was causing the severe mitral insufficiency. Tee corroborated that appeared to be the mechanism. We excised the previous ring, and then we sized for what appeared to be a 30mm [edwards'] physio ring".